Event description:
It was reported that the patient was preparing to undergo an MRI of her back due to numbness and tingling. The patient had experienced back issues since 2004, and had been experiencing a sciatic issue for the last four months. At night the tingling and numbness even carried over to the left leg, and the patient could hardly walk. She tried turning stimulation off but that didn't really affect her back issues. It was noted that the patient felt the symptoms in her back had gotten worse since she had ins implanted. The patient felt the interstim therapy was helping somewhat, but she still had some "dripping" and felt something might be putting pressure on the area. She tried increasing stimulation without improvement and stated that her hcp told her to only use the program she was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v933650, implanted: 2012 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).